Manufacturer narrative:
E:(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that while performing pre-delivery device checking was being performed at the sales office, "check vent: proximal pressure sensor auto-zero failed" alarm occurred. The device kept operating when the alarm occurred. It was reported there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) evaluated the device, and the reported phenomenon was not duplicated despite a test run. The event log revealed that "check vent: proximal pressure sensor auto-zero failed" (diagnostic code 110a) had occurred. Therefore, the data acquisition board was replaced. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed the reported issue was not duplicated unit did meet product specifications. It was determined that the data acquisition board was replaced for preventative measures even though the issue was not duplicated. The device was not being used for treatment when the reported event occurred.

Manufacturer narrative:
The removed data acquisition printed circuit board assembly (pcba) was returned to the product investigation lab (pi). The pil technician installed the data acquisition pcba into a pi ventilator to duplicate the reported issue. Functional analysis was performed and identified that the device pressure accuracy testing passed. Tech could not duplicate proximal pressure failure from the service. The suspect data acquisition pca operates on the stb without issue. The suspect data acquisition pca passed pressure accuracy testing as noted in the current revision of service manual.